Event description:
We were informed by our service unit in china, that they found a note of a adverse event in the china national medical device adverse event monitoring information system. A clinican reported a blood leakage catheter and after the catheter removal a crack occur at the catheter. The catheter was replaced by a new catheter and patient monitoring was continued. After requesting more information a blood loss of more than 300ml was reported. This is for us seen as serious injury and therfore reported as such. Furthermore, the death of the patient was reported, that was not due to the product failure rather than the patient health condition.

Manufacturer narrative:
Further information about the event has been requested. A supplemental emdr will be sent once the investigation is completed. H3 other text: device requested but discarded by user due to country specific regulations.

Manufacturer narrative:
It has been reported that a leakage of more than 300ml was noted approxymatel more than 24h after catheter insertion. The picture provided by the customer shows a cut at the blue catheter tubing. We also received information that the patient had died. The death was not due to the defective device, but due to the patient's pre-existing condition. However, it is our understanding that the product in question is not available to be returned to us for analysis. We regret not having the opportunity to examine the actual product. Based on the problem description and experience, the most likely cause at this time is a handling error during the insertion procedure. Cutting the blue catheter tubing is the most likely cause. Furthermore, causing kinks in the catheter tubing, bending, or handling it with a clamp can irreversibly damage it. Overall, it is not possible to define if the device failed to meet its specification when the problem occurred. A relationship between the device and the complaint is therefore considered, in worst case scenario, as likely. Information indicates that upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. The issue is monitored on a regularly basis in order to detect early trends. As there is no trend for this kind of issue no additional actions will be taken. With the information stated above the complaint will be closed.

Event description:
Manufacturer reference # (B)(4).